Manufacturer narrative:
As reported, the patient developed seroma post phasix st implant. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's postoperative seroma. Seroma formation is a known inherent risk of surgery. As reported, the patient deferred medical/surgical intervention at this time and is advised to follow up if the seroma becomes symptomatic. The contact was unable to provide the product lot number. Without a lot number, a review of the manufacturing batch records could not be conducted. The instructions-for-use (IFU) supplied with the device identifies seroma in the adverse reactions section as a possible post-op complication. Should additional information be provided, a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study presented with a postoperative seroma. The subject patient underwent a primary midline umbilical incisional hernia repair via a robotic assisted procedure using intra-abdominal surgical technique and was implanted with an 8cm (3 in) circle phasix st mesh. A minimum of 5cm overlap was achieved in all directions of the incision site (class I, clean wound). Perimeter fixation of the mesh was achieved by using sutures. The patient was prescribed with prophylactic antibiotics perioperatively. During a follow up visit on (B)(6) 2019, the patient presented with seroma. The seroma was assessed by the clinician to be of moderate severity, "likely related" to the study device and "likely related" to the index procedure. The seroma was indicated to be resolving. The patient deferred medical/surgical intervention at this time and will be scheduled for surgery at a future date. The patient was advised to follow up if the seroma becomes symptomatic.